Event description:
The ge oec 9800 fluoroscopy system had cold boot up issues. The power would need to be cycled off and back on to properly power the system on.

Manufacturer narrative:
A ge oec service representative investigated the issue and found the system needed a single board computer (sbc) upgrade. The sbc was upgraded along with associated components for compatibility and to restore function. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.